Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who was receiving fentanyl (unknown dose and concentration) patient also stated that she did not know the dose per day, only that it's "15 mcg/hr." Patient stated she was told it was compounded, which she states is not true. The pump was alarming/beeping beginning the week prior to this report date and the sound was consistent with synchromed pump alarms. Patient stated she knew it was time for her refill, she recently moved and had not yet located a new managing health care professional (hcp). She went to see a doctor who refused to do a refill and told her there was not an issue with pump being dry. She started going through withdrawal at the same time that the pump was alarming and was wearing a 25mcg patch. The patient had an appointment with an internist and was also provided with a physician listing. Patient noted that her previous doctor was familiar with her situation but she had since moved. No further complications were reported

Manufacturer narrative:
Additional review determined that the previously reported information pertaining to manufacturer's report #3007566237-2017-04547 was previously reported. Additional information regarding that event will be reported under this manufacturing report #3004209178-2017-22073. (B)(4) from manufacturer's report #3007566237-2017-04547 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump contained an unknown drug with an unknown concentration and dose. Indication for use was unknown. It was reported an empty pump alarm was occurring. The patient missed a refill. The hcp had access to a physician programmer. The event started ¿4-6 days ago¿. The hcp stated the patient was on fentanyl patches and narcotics. The hcp stated that he did not have a printout or his computer near to lookup patient information. No patient symptoms/complications were reported. Additional information received on 2017-oct-25 from the hcp reported they confirmed the patient¿s pump began alarming on (B)(6)2017; however, nothing was done with the pump. Per the patient¿s previous managing physician¿s plan, the patient was to establish themselves with a primary care physician first to determine if the pump was needed. It was noted the patient had recently moved states.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving fentanyl [50 mcg/ml] at a dose of 15 mcg/day via an implantable pump for malignant pain. It was reported on (B)(6) that the manufacturer's representative received a call from the clinic stating that the pump was alarming. There were no known environmental/external/patient factors that may have led or contributed to the issue. There was no known diagnostics/troubleshooting performed. There were no known interventions/actions taken to resolve the issue. At the time of the report the issue was not resolved. It was asked but unknown if surgical intervention occurred. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. The date of the event was reported to be (B)(6). Additional information was received from an hcp on 2017-oct-17. It was reported that alarms were heard and no physician programmer was available but the hcp believed the pump was empty. It was related that the patient was new to their clinic and the per the last refill information the low reservoir alarm was (B)(6) the patient reported the critical alarm occurring every 10 minutes. It was stated that the patient was in between physicians and missed the refill. It was indicated that the patient would be refilled on monday. It was noted that the patient did go to the emergency room (ER) hoping they would refill the patient¿s pump and that no symptoms were reported. No further complications were reported or anticipated.